Event description:
I was hurt on (B)(6) 2018 at work and got a hernia. Company and insurance company sent me drs and their surgeon, who on (B)(6) 2018 performed an open spigelian hernia repair using insightra 25mm proflor mesh. Their surgeon released me back to work claiming it was scar tissue and nerve pain. Their insurance immediately closed workers comp case. So now I have been off for over 2 months without any income as the pain I suffer has kept me from working. I have pain just under incision location, in groin / pelvic area approx 3-4" below incision and pain to right testicle.